Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool sf navigational catheter and suffered a pulmonary vein stenosis and a pleural effusion requiring no medical or surgical intervention. Right inferior pulmonary vein stenosis, pleural effusion, and pulmonary infarction were confirmed. There is no information regarding hospitalization, patient outcome, catheter issues, or physician opinion. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.